Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was being placed into an out-of-service state. A technical support specialist (tss) connected to the server and ran a script to identify who had set the station to out of service. The results showed that a customer user ID had set the station to out of service at the server level. The customer was notified of these findings. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unexpectedly went into out of service mode, and the customer stated that the station had already been taken out of out of service, yet the issue remained. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.